Event description:
It was reported that the customer received a motor error alarm on her insulin pump. The customer stated that prior to the alarm, she had been walking around a hospital for the past two weeks. The customer also stated that she received a high magnetic field alarm and that her insulin pump used to stick to a magnet. The customer then stated that she has treated a blood glucose level of 386 mg/dl with a manual injection. Troubleshooting was performed and the displacement test failed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.